Event description:
The manufacturer received information alleging that a new pca is required as determined by the engineers. Upon evaluation of the device, errors were found in regards to the proximal pressure sensor and the active exhalation valve that could affect the external aev in the circuit. The pca was replaced to address the proximal pressure sensor issue. The manufacturer is awaiting on the remaining parts to address the rest.